Event description:
Per the report received from canada, edwards received a notification that a 55-year-old patient with a valve model 3300tfx27mm implanted in aortic position underwent reintervention for a valve-in-valve procedure after an implant duration of thirteen (13) years and two (2) months due to degeneration leading to severe regurgitation. As reported, the patient was admitted into the hospital presenting symptoms of heart failure. This led to the decompensation of the patient, who entered into cardiogenic shock. A transcatheter 26 mm valve was implanted successfully within the pre-existing valve in an urgent procedure. The patient was transferred to the cardiac care unit for pathway and shock care and was noted to be in stable condition.

Manufacturer narrative:
H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The device was not returned to edwards for evaluation as it remains implanted. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.